Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to locate app icon occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.